Event description:
Medtronic received information that 2 years and 5 months post implant of this 23mm aortic bioprosthetic valve, it was reported that the patient has atrial fibrillation (afib) and medication hadn't resolved it. The patient was on anticoagulant medication for afib and had direct current cardioversion which was successful at the time. Two months following the cardioversion procedure, the patient had a successful ablation for paroxysmal supraventricular tachycardia. The patient also reported that they were cardioverted a second time successfully three months after their first cardioversion, however, it was stated that afib is ongoing 3 years post implant. It was noted that the patient is still is in and out of afib. It was mentioned that 4 years post implant of the aortic valve, the patient was experiencing episodes of afib with 33% burden on a cardiac monitor. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.